Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-07443. It was reported that following a coronary artery stenting treatment procedure, the patient had target vessel restenosis and required a target vessel revascularization (tvr). In (B)(6) 2009, clinical status assessment indicated the patient's qualifying condition as stable angina pectoris (ccs class iii). The de novo target lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 50mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with pre-dilation and placement of two 2.50x28mm and 3.00x28mm taxus liberte stents without gap. Residual stenosis was 0% following post-dilation. Timi flow grade 3 remained unchanged during the procedure. The patient was discharged with no complications on aspirin and clopidogrel sulfate. In (B)(6) 2012, the patient was hospitalized and 90% restenosis was found in a 3.00x15mm lesion in the mid lad. The lesion was dilated with a balloon catheter, with 20% residual stenosis. Timi flow grade 3 remained unchanged during the procedure. The patient had no ischemic symptoms when this treatment was performed. The patient's outcome was improved and was discharged. Three year follow-up was performed and the patient had no angina symptoms.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).